Manufacturer narrative:
Per the tandem user guide: do not remove or add from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from an undefined area. Customer reported that blood glucose level was "high". Customer delivered a bolus via the pump after successfully loading a new cartridge to address blood glucose. Reportedly, the leak may have been caused by improperly filling, although unable to confirm.